Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the product, the cannula broke off under the user's skin. Mother of patient brought her son to urgent care, but it was decided not to attempt to remove the cannula. No permanent adverse effects to the patient have been reported.